Event description:
It was reported that this pacemaker system exhibited a decrease on its impedance measurements for its right ventricular (rv) lead that was implanted in left bundle branch, with the measurements still within range. Additionally, high capture thresholds were noted, with the right ventricular automatic threshold (rvat) on suspension due to a low evoked response (ER). At a later date, this rv lead was explanted. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited a decrease on its impedance measurements for its right ventricular (rv) lead that was implanted in left bundle branch, with the measurements still within range. Additionally, high capture thresholds were noted, with the right ventricular automatic threshold (rvat) on suspension due to a low evoked response (ER). At a later date, this rv lead was explanted. A new rv lead was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.